Event description:
Customer discovered that while compact compressor was running during a functional test the compact compressor lost power. The biomed discovered one of the main fuses was blown. The biomed replaced the blow fuse and tested the compact compressor. The compact compressor was functioning according to all manufacturer's specifications. When asked, the biomed was unsure which fuse had blown. The biomed did relay that the hosptial has had power problems in the hospital in the past.